Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the pico device was applied on 13 oct, everything goes well and normal on that day. Until 14 oct morning, the pico device suddenly stopped working, it turned off by itself. After changing new battery, it is still not functioning. It is unknown how the treatment was completed. There was no delay. No patient harm reported.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It was reported that pico device suddenly stopped working. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified. 2. The dressing was saturated and needed to be changed. 3. The device detected unsafe levels of use and so entered an error state for patient safety. The complaint history file contains further instances of the reported events, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. (B)(4).